Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The lead was positioned and after multiple attempts, body tissue was stuck in the screw. The physician felt the lead couldn¿t be used anymore and removed the lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst noted that visual inspection found only the helix bent. No tissue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.